Manufacturer narrative:
No button error alarm. The insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and reservoir tube cracked.

Event description:
It was reported that the customer is receiving a button error on the insulin pump. The customer was cheering at school, and, after her cheering, she noticed the alarm. The patient's blood glucose level was unknown. Advised the customer that the pump will need to be repalced. Advised to discontinue use of the pump and rever to back-up plan per healthcare provider's instructions. Advised customer that a replacement insulin pump will be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)